Manufacturer narrative:
Citation: sakata et al. Novel "balloon anchoring" technique to control a migrated transcatheter heart valve. Jacc cardiovasc interv. 2024 feb 12;17(3):437-438. Doi: 10.1016/j.jcin.2023.11.028. Epub 2024 jan 3. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient with aortic stenosis who underwent implant of a medtronic evolut fx bioprosthetic aortic valve.  However, shortly after deployment the bioprosthetic valve migrated out of position into the ascending aorta.  A balloon catheter was used to secure the migrated valve while a second valve (manufacturer or model was not provided) was passed through the migrated valve and then successfully implanted.  The patient was discharged 6 days after the procedure without any sequelae.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information provided unique device identifier numbers for both valves, which identified the second valve as a medtronic evolut fx bioprosthetic valve. No further details were provided.